Event description:
Additional information received reported that when the implantable neurostimulator (ins) and leads were put in (B)(6) the patient was paralyzed from the waist down. It was noted that on (B)(6) they had to do emergency surgery and did a full laminectomy and the blood clot was there.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s trial was good, but within a week after implantation, the patient was re-admitted to the hospital because of intense pain. It was noted that during this time, the patient had a loss of therapeutic effect and also stimulation in the wrong location. The reporter noted, the patient had a blood clot underneath the paddle lead and ¿there was a lot of stenosis.¿ it was indicated that the paddle was "too large" because the patient had a "narrow space". Therefore, a laminectomy was done "to make room for the paddle". Follow-up with the patient's healthcare provider (hcp) indicated that the patient had a revision of the lead on (B)(6) 2012. The day prior to the revision, a CT scan showed the patient had thoracic stenosis and a possible subdural hematoma where the lead was placed. The patient did require hospitalization due to the event and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3550-39 lot# n310571, implanted: 2012 (B)(6), product type accessory product ID 3 9286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37092 lot# 285240002, product type accessory product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Correction: the previously reported conclusion code has been updated.